Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 10 mg/ml at 0.8 mg but decreased to 0.6 mg once catheter revised via an implantable pump. It was reported that on (B)(6) 2025, the patient presented to the emergency room (ER) with complaints of swelling at the pump site and decreased efficacy of his therapy and return of pain. The hcp brought him in for a pump/catheter dye study. Patient reported he had a refill 3 weeks ago and about 1 week after the refill, he started noticing swelling at the pump site that had continued to get larger. The hcp did not end up doing a true dye study, instead he drained around 150 ml of fluid out of the pump pocket site. The pump was noted to be flipped and the hcp suspected that the catheter had either broken or become disconnected. He was admitted overnight and surgery was performed today (on (B)(6) by the hcp. He opened the pump pocket site and noticed the catheter was broken at the collette site connecting the distal and proximal segments. The hcp stated the catheter was twisted and likely was due to the pump flipping and it eventually just broke the catheter as a result. A new proximal segment was connected and the catheter access port (cap) was accessed and good flow was confirmed. The hcp tacked down the pump really well to help prevent future problems. The issue resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot#: (B)(6), ubd: 29-sep-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.